Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator exhaled tidal volume(vte) settings were inaccurate. The ventilator was not in use on a patient at the time the event occurred.